Manufacturer narrative:
H11: h3, h6 the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The needle assembly is severely bent. The suture has been unfolded and is hanging from under the proximal end of the depth gauge. The actuator is in the pre-t1/post-t2 position. The needle tip has been fractured away. Bio debris is present. A functional evaluation showed that the actuator will not move. The gray slider moves freely indicating the push assembly has become inactive. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device or inadvertently bending of the needle/overmold assembly. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). Based on the initial information provided by the reporter, the event was considered non-reportable pursuant to the applicable regulations. However, investigation findings indicate that the needle tip has been fractured away and bio debris was present. This implies a potential need for medical or surgical intervention to remove any fractured piece to prevent permanent impairment to the body structure. Therefore, the event is now considered reportable. If further details are provided, our records will be updated accordingly and an additional report will be submitted.

Event description:
It was reported that, during a meniscus suture procedure, the fast-fix 360 curved t-implant failed to deploy. Surgery was completed with a back-up device instead. It is unknown if there was a delay, and no further complications were reported. Upon return and evaluation of the device, it was observed that t1, t2, and suture were returned on the needle. The needle assembly is severely bent. The suture has been unfolded and is hanging from under the proximal end of the depth gauge. The actuator is in the pre-t1/post-t2 position. The needle tip has been fractured away. Bio debris is present.